Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. Section h6: component, type of investigation, investigation findings, investigation conclusions have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy. The patient's access vessel has mild tortuosity with undersized regions and two ruptures were observed in the external iliac artery. In this case, resistance between system components and difficulty advancing through sheath, leading to eia rupture requiring an occlusion balloon and blood transfusion could not be confirmed. The available information suggests patient factors (tortuosity, undersized access) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device was discarded at the facility.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed. Resistance was encountered during 23mm commander delivery system insertion through a 14f sheath. The patient's blood pressure dropped after the sheath was removed. An angiography revealed two ruptures in the external iliac artery. Hemostasis was attained using an occlusion balloon and a blood transfusion was performed. Stent grafts were placed to treat. Per the operator, there was no problem with the patient's access vessel.

Manufacturer narrative:
This supplemental report is being submitted to correct h6: health effect - clinical code, following administrative review. Have been updated. Health effect - clinical has been corrected.